Event description:
Teh customer reported that while the unit was in use on a patient, the unit displayed a "gas loss" alarm message which they were unable to turn off. The patient was switched to another unit and therapy was continued. No patient injury was reported.